Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a bent and occluded infusion set. The customer's blood glucose level was 267 mg/dl. Advised the customer to disconnect from the insulin pump. Advised the customer to re-insert the reservoir and run a manual prime. The insulin did exit the tubing. Advised the customer to change the entire set. There were no significant events prior to the event. No further information was reported.